Event description:
It was reported the patient was implanted with his permanent scs system. Programming in post-op covered only one side. An x-ray confirmed the lead had migrated. The patient was taken back to the operating room on (B)(6) 2013 to correct the lead placement. The patient was reprogrammed and he reported receiving effective stimulation post operative.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.